Event description:
It was reported that six (6) years ago, the patient had the "wrong stuff" put into his pump. Per the reporter, the patient stated "his nerves went nuts". The hcp explained to the patient that it had irritated the fibers of the lining of his spinal cord. The pump contained morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted (B)(6) 2005, explanted unk; catheter revision kit model # 8598, serial # (B)(4), implanted (B)(6) 2005, explanted unk.